Event description:
It was reported that the right atrial (ra) lead had an elevated threshold of 6 volts at .04 milliseconds. Also the atrial sensing had decreased to 0.5-0.9 millivolts. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 implantable pulse generator (B)(6) 2008, 6947 implantable tachy lead (B)(6) 2008. (B)(4).